Event description:
This device is at eri indication and had high battery current and battery impedance. This device was retained by the hospital. Should add'l info become available, this file will be updated.

Event description:
Per biotronik representative (B)(4), this device is at eri indication and had high battery current and battery impedance. This device was replaced with cylos dr-t, sn: (B)(4). This device was retained by the hospital. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.